Event description:
In 2007, the distributor reported that upon receiving the screw, it was noted to be disassembled. Date of event is unk. The event was not associated with pt contact.

Manufacturer narrative:
This event was not associated with a pt. The device was not implanted. D10: requests have been made for the return of the product. Requests has been made to obtain the product. Evaluation is pending upon the return of the product.